Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported backup mode could not be conclusively determined.

Event description:
During a follow up, the device was interrogated and found to be in backup vvi mode. The device was reprogrammed to resolve the issue and the patient was hospitalized for observation. It was reported (B)(6) 2016 that the patient expired due to cardiac decompensation related to pre-existing heart failure. It was indicated the patient death was unrelated to the device.